Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been fluctuating (60-566 mg/dl) and the cause was not known. Juice and carbohydrates were consumed to address the low bg and no action was performed for the high bg. A pump system check was performed and no device issues were identified. Reportedly, the customer discussed the event with a healthcare provider.